Event description:
It was reported that the display arm was falling apart and hanging by its wires. No patient or staff injury reported.

Manufacturer narrative:
The affected device was repair by dräger service and the investigation at the manufacturer was based on the provided information and pictures. The affected device was installed on (B)(6) 2023. The condition of the system is checked during commissioning, each time maintenance is carried out, during a relevant repair and also during the mandatory check before each operation. Devices are only released for medical use if all checks have been completed and documented without any issues. Based on the pictures the cardanic pin of the monitor support shows traces of an excessive application of force and conspicuous plastic deformations that are unusual for the intended purpose of the arm system or display holder. This improper handling may very likely also have affected the correct arrangement of the safety sleeve and the presence of the safety segment. This suggests that the system is not IFU-compliant as it has been handled improperly with excessive force. The arm was repaired by replacing the damaged components. The investigation shows no design or manufacturing fault. In accordance with the IFU, the operational readiness of the support arm system must be checked before each use as part of a functional and visual inspection. The equipment system to be checked is only considered ready for operation when a flawless overall condition is ensured. The current risk assessment concerning the reported event does not reveal any new or additional risks.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the display arm was falling apart and hanging by its wires. No patient or staff injury reported.